Event description:
Per dealer, unit was tagged defective and after quality inspection unit was shifting and displaying a flashing 1 red, 2 green alarm which followed by a shutdown. The pressure was low which was a result of faulty components.